Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implanted neurostimulator (ins) and controller. They reported they stopped using their implant because it was giving them more problems than helping them. The issue began maybe six months ago. Patient would get jolts on their leg when laying down on the floor and patient was going through some therapy so they didn't need the implant that much. The patient mentioned they thought they now needed the implant. Patient attempted to charge the implant and they got batteries low and software problem but didn't provide any other details. During the call patient reset the controller and got 85/96/98 on passive recharge. Patient then got controller battery too low. Patient charged the controller. Agent would call back to continue troubleshooting. The agent called the pt back an hour and half later. The pt was able to get excellent recharge quality and confirmed the controller was at 70% charge and the ins had a triangle. Pss advised the pt to call back if the issue persists.

Event description:
Additional information received from the consumer reported that there was no contributing incident and they have not worked with their doctor. The patient explained that they stopped using it because they were tired after physical therapy which had helped. The patient noted that they have increased groin pain now so they tried it again recently. The patient stated that the leg pain was worse than the jolting when lying down.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.